Event description:
The customer reported the power of the video system center went out. The issue occurred during a procedure. The video system was restarted several times and the issue was resolved. The procedure was completed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presume the cause from the obtained information. Olympus will continue to monitor field performance for this device.